Event description:
The customer's parent called and reported the customer's blood glucose was in the 400 to 449 mg/dl range. The customer treated with a bolus, and blood glucose did not go down, so customer's parent treated her with manual injection and changed out the set. It was stated the customer's cannula came out of her body a little, but not all the way and she was swimming regularly. The insulin pump was not available for troubleshooting at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.